Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture of textured implant. Patient later reported ¿fluid surrounding the right breast implant, particularly laterally¿, ¿reaccumulation of fluid around the right breast implant since the aspiration¿ and ¿fragments of inflamed granulation tissue¿. Device has been explanted

Manufacturer narrative:
Additional h6: f1903. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side rupture of textured implant. Patient later reported ¿fluid surrounding the right breast implant, particularly laterally¿, ¿reaccumulation of fluid around the right breast implant since the aspiration¿ and ¿fragments of inflamed granulation tissue¿. Device has been explanted.